Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, when the device was being programmed, an alert showed "device reset occurred". The session was ended and when re-interrogated the longevity bar was blue and longevity could not be determined. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.